Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9800 system had an overload error on a film shot. This was not during a procedure and no pt injury was reported.